Event description:
Patient tracking received a tracking form through email reporting a catheter revision. Per follow-up with the agent, "it was a pocket revision. Patient was experiencing discomfort from the pocket site."

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Per the instructions for use of the device, pump site discomfort is a known possible risk of use of the device. Internal complaint number: (B)(4).